Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system no longer provides effective pain relief. As a result, the patient has turned the system off due to pending surgical intervention.

Event description:
Follow-up identified the scs system was explanted on (B)(6) 2017. As such, the issue is resolved.